Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced mesh erosion and exposure and friable vaginal tissue with bleeding. An excision of the mesh and cystoscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.